Event description:
The customer reports during a procedure the system shuts down on its own. The surgery was completed with no patient harm.

Manufacturer narrative:
The company representative examined the system and could not replicate the reported event. The company representative found system message , in the event log. The host module was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).